Event description:
The patient was experiencing pain since the primary surgery of his left hip. The surgeon operated through the front of the patient's leg. The patient was told by the physical therapist that the primary surgeon cut the hip flexor during the surgery. The patient decided to seek a second opinion. A bone scan revealed loose components. The revision surgeon said he could correct the loose components to relieve the pain via revision but he could not repair the damage that is causing him to not be able to lift his leg. The patient has been unable to return to work because he cannot lift his leg. He had a right hip replacement in 2004 without any adverse consequence.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital retained.

Manufacturer narrative:
An event regarding loose components was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient was experiencing pain since the primary surgery of his left hip. The surgeon operated through the front of the patient's leg. The patient was told by the physical therapist that the primary surgeon cut the hip flexor during the surgery. The patient decided to seek a second opinion. A bone scan revealed loose components. The revision surgeon said he could correct the loose components to relieve the pain via revision but he could not repair the damage that is causing him to not be able to lift his leg. The patient has been unable to return to work because he cannot lift his leg. He had a right hip replacement in 2004 without any adverse consequence.